Event description:
The international distributor reported the device backup battery was nonfunctional. Review of the ventilator's diagnostic log verified the device had been operating on battery power and the battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. There was also a code in the diagnostic log indicating a 24/+-12v/power fail occurrence. The distributor replaced the battery to complete the service. Per the ventilator's operator's manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.

Manufacturer narrative:
Part return requested for analysis.